Manufacturer narrative:
H6: investigation summary in response to the event reported a device history review was conducted for lot number 3048067. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. See h.10.

Event description:
It was reported that during use with bd pegasus¿ closed needle protection IV catheter system the catheter was discovered to be damaged and leakage occured. The following information was provided by the initial reporter, translated from chinese to english: on june 30, 2023, the nurse performed intravenous injection for the patient. After the intravenous indwelling needle was inserted into the blood vessel, when the nurse pushed the medicine, the medicine liquid was sprayed out through the damaged part on the cannula wall.

Event description:
It was reported that during use with bd pegasus¿ closed needle protection IV catheter system the catheter was discovered to be damaged and leakage occured. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the nurse performed intravenous injection for the patient. After the intravenous indwelling needle was inserted into the blood vessel, when the nurse pushed the medicine, the medicine liquid was sprayed out through the damaged part on the cannula wall.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.